Event description:
In (B)(6) 2013, I contacted omnipod (insulet corporation) about getting their insulin pump system. I expressed a concern about reviews I had read stating that their pods often failed. The women I had spoken to at omnipod told me that those problems had been resolved with their new pods and she assured me that I wouldn't have a problem. I agreed to pay the (B)(6) for this system based on what she told me because my insurance wouldn't pay for it. Well, I have experienced a (B)(4) failure rate with this system which had caused my blood sugar to spike out of control each time. In addition to that when I tried to get more pods, I was told by my supplier that the MFR (insulet) had the pods on back order and they had no idea when they would be available. I tried this system for six months and I have had it. I can't rely on it and I have had to miss work to drive home whenever a pod unexpectedly failed on me. Also, each time a pod failed, I had to throw away expensive insulin along with the pods. I've contacted them by phone and they said they would reimburse me the lost insulin if I send them a letter. I did that in (B)(6) and have received no reimbursement. Worse yet, they refused to refund my (B)(6) despite the fact that they obviously lied about the reliability of their product.